Event description:
Customer reported that button on the device was unresponsive, likely referring to wake or power button on the pump. There was no adverse impact to the customer's blood glucose level. Customer declined further communication with technical support, and no additional actions or outcomes were provided.